Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging eye irritation, nose irritation, dizziness, headache, heart lesion, shaking, arterial fibrillation, constant ringing in ears and other. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging eye irritation, nose irritation, dizziness, headache, heart lesion, shaking, arterial fibrillation, constant ringing in ears and other. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturers product investigation laboratory for investigation. During an external and internal inspection, the manufacturer observed that the sd (secure digital) cover flip door was loose and would not close correctly. A dust like contaminate on the ui (user interface) panel, ui knob, top enclosure, keypad, accessory module and sd cover flip doors, rear panel, bottom enclosure, blower motor, and the blower box. Evidence of liquid spots with potential mineral deposits on the blower motor and blower box. The sd card and philips pollen filter were missing from the device. A keratin-like substance was observed on the blower box outlet. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The devices downloaded logs were reviewed by the manufacturer. There were zero errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and was not able to directly address the symptoms specified.